Manufacturer narrative:
Device evaluation of electrode belt has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The monitor was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. Review of the patient's download data revealed that on the day of passing, the patient received five inappropriate treatments during asystole. At 08:40:48, the patient received the first treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity, and the post-shock rhythm was also asystole with intermittent cardiac activity. At 08:42:08, the patient received the second treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity and tactile artifact, and the post-shock rhythm was also asystole with intermittent cardiac activity and tactile artifact. At 08:42:35, the patient received the third treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity and tactile artifact, and the post-shock rhythm was also asystole with intermittent cardiac activity and tactile artifact. At 09:00:08, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. At 09:00:35, the patient received the fifth treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. Oversensing of cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in asystole, a non-life-sustaining rhythm, prior to the treatment deliveries.